Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that leakage on the clave was observed there was no report of patient harm.

Manufacturer narrative:
The device is not available for investigation however a photo was provided and is pending an investigation.

Manufacturer narrative:
Received a photo showing a non-ICU medical needleless access device attached to a syringe. A fluid droplet was observed outside of the fluid path. No samples were returned for investigation. The reported complaint of leakage could not be confirmed from the photo provided. The device pictured is not manufactured by ICU medical. The lot history was reviewed and no non conformities were found that would have led to the reported complaint.